Manufacturer narrative:
Review of manufacturing and sterilization records showed the device met specifications.

Manufacturer narrative:
The device has not been returned, therefore no device evaluation could be performed. Minimal information was provided regarding the procedure. Review of manufacturing and sterilization records could not be performed because the product lot number was not provided. Heraeus is unable to comment on the condition of the device or the cause of the occurrence. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a procedure the distal tip of the wire had broke in the patient but was successfully removed from the patient. The procedure outcome and patient condition are unknown.